Manufacturer narrative:
Corrected device manufactured date. No sample was received for the complaint. A picture is received and evaluated. The picture show that the device was broken. A broken device cannot be used. The picture is not related to the issue. A batch record review was performed. A non-conformance is associated with this complaint, which is closed. The investigation concludes the likely root cause for the issue ¿stop flow between patient and chamber of udometer product¿ cannot be identified on the base of information received. No corrective action is required. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This following complaint originated from (B)(6) hospital, but was reported via the distributor: (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The distributor received a report from the nurse that ¿it is difficult to drain the urine from the tubing to the chamber.¿ the reporter indicated that the staff nurse had to shake the tubing in order to force the urine to flow. It was further reported that the patient required a urine test. The unometer safeti plus was used for one (1) day, and then replaced with another unometer safeti plus device. There was no patient harm reported.